Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002.all relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-36-154-36u) with final assembly lot# 2308020250, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2025. There were no nonconformances or reworks in relation to this device.review of the device history records showed no issues were found during the manufacture of the device. The device was not returned for investigation. The pre-case plan and pre-operative CT scan were requested but unavailable; without the pre-case and CT imaging, the aorta anatomy analysis, the patient selection criteria, sizing and graft selection criteria could not be done to verify sizing and confirm graft selection. However, four post-procedure scans dated (B)(6) 2024 were provided for evaluation to confirm the reported dissection along with review of the cts.a medical report was provided and states: "the patient presented with a chronic aortoiliac dissection with new flap in the abdominal aorta extending into the bilateral common and external iliac arteries as well as the right common femoral artery, concerning for acute on chronic aortic dissection., with worsening aneurysmal dilatation of the abdominal aorta and bilateral common iliac arteries.changes from prior thoracic aortic repair as above with similar aneurysmal dilatation of the aortic arch and descending thoracic aorta. There appears to be opacification of an intercostal artery in close proximity to this excluded aneurysm sac opacification which may suggest a type ii endoleak.the right renal artery and the inferior mesenteric artery (ima) appear to arise from the opacified false lumens."the patient underwent a tevar procedure with a relay pro nbs device (28-n4-36-154-36u) used as an extension to cover more distal length in the descending aorta after a thoraflex device implantation.the CT scan dated (B)(6) 2024 shows the implanted devices and the aortic dissection.the CT scan dated (B)(6) 2024 shows the persistent aortic dissection extended to the abdominal and iliac area.the CT scan dated (B)(6) 2024 shows the persistent aortic dissection extended to the abdominal and iliac area.the CT scan dated (B)(6) 2024 shows treatment of the aortic dissection with the device landing right before the celiac artery.a type b aortic dissection can occur after a tevar procedure due to factors like improper wire manipulation, aggressive oversizing of the stent-graft, or an unstable aortic wall. It can also be a new dissection that appears later due to chronic stress on the aorta, especially if hypertension is not well-controlled post-procedure. Injuries to the aortic wall, especially when guidewires and catheters are improperly manipulated, can lead to the formation of a tear, contributing to retrograde thoracic aortic dissection. In this case, the dissection was resolved with surgical intervention and without sequelae and patient recovered on (B)(6) 2024.in conclusion, no issues were found during the manufacture of the devices. Per the physician, the sequalae was not device or procedure related. With the limited imaging information provided, the root cause of the reported failure of dissection found post-procedure could not be determined.

Event description:
"Type b aortic dissection. Investigator assessed event as anticipated, not related to procedure, not related to device, and possibly related to pre-existing condition. Cec adjudication assessed the event as possibly related to relaypro nbs graft extension device, hence reportable. On post-operative day 84 (of thoraflex hybrid index - thp3036x150a, and extension procedure), subject 028003 experienced an sae of type b aortic dissection. Further details state "acute complicated type b aortic dissection. Treatment of the event included surgical intervention - thoracic endovascular aortic aneurysm repair not involving the left subclavian artery. The event was considered recovered, resolved with treatment and without sequelae on (B)(6) 2024. Subject continues on the study. Concomitant medications included the investigator considers the sae of type b aortic dissection as anticipated, severe, not related to procedure, not related to device, not related to device failure/deficiency, and possibly related to pre-existing condition. Cec adjudication assessed sae to be possibly related to the relaypro nbs graft device, hence reportable." Patient outcome: "recovered, resolved with surgical intervention and without sequelae, on (B)(6) 2024."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.